Event description:
Per the clinic, the patient had a head collision with another child and the fixture fell out. Reimplantation is planned but had not taken place at the time of this report august 20, 2009.